Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a vns pt underwent vns lead replacement surgery due to a lead discontinuity. Attempts to the reporter for further info have been unsuccessful to date. Attempts for lead product info from the implanting hosp have been unsuccessful to date. The explanting hosp discarded the lead by accident.